Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. Product ID: 97714, serial# (B)(4), product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) they were having difficulty recharging and had problems with coupling right after implant. At the time the rep. Thought the issue was related to the surgery/swelling in the pocket area so they didn't look into it any further. Since then the consumer had been getting the thermometer icon with recharging after about an hour, even though they weren't charging under blankets/pillows or near a source of heat, and a damaged antenna was reported. Recharge statistics were reviewed indicating the average amount of coupling bars the consumer achieved was four, with only being able to achieve eight bars during one charging session. Statistics also showed that after one to two hours of charging the implantable neurostimulator (ins) was 50-75% charged. Additional information received from the manufacturer's representative (rep) reported that after about two hours of recharging the thermometer icon was seen even though the consumer wasn't charging under blankets or pillows or near a heat source. It was noted the issue started with the previous recharger antenna so a new recharger was requested since a replacement antenna didn't work to resolve the issue. No out of box failure was reported. No patient symptoms were reported. On august 19, 2016 the rep. Reported the consumer had no change in charging ability with a new antenna. An appointment was scheduled for (B)(6) 2016 to see if the battery was tilted and too deep in the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.